Event description:
I have type 1 diabetes and use the dexcom g7 sensor to monitor my glucose. Over the past 6 months, a number of my sensors are failing early (they are supposed to last 10 days). For this most recent episode, I received 'brief sensor issue' messages all throughout the day yesterday where my sensor was not able to communicate with my pump. This leads to higher blood sugars because my pump doesn't know to administer more insulin. When the sensor would sporadically work, it kept registering low blood sugar values but when I checked using my blood glucose meter, my blood sugars were not in fact low. This happened continuously over a 24 hour period until I received the 'sensor failed' message early this morning. The same thing happened with my prior sensor where it failed early and these are not the only episodes I have had with failed sensors. This is dangerous in general because if the sensor isn't communicating to the pump, my blood sugars end up being high. And if it does communicate and is not accurate, this is also dangerous. I should be able to rely on the sensors without having to constantly use my blood glucose meter. I have been a type 1 diabetic since 2007 and have been using an insulin pump as well as dexcom sensors for many years so I know how to properly use my devices. I did contact dexcom this morning and they are providing me with a replacement but I wanted to report this to FDA as it has gotten worse over the past 6 months and I am frustrated that I can't rely on my g7 sensors. Ref report: mw5174090. Pt code: 1905. Device codes: 2896, 2460, 2588, 1506.